Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for over 70 colony forming units (cfus) of pseudomonas aeruginosa on the all channel sample. The issue was found during a routine culture of the scope. Sampling occurred at reprocessing, before use. The scope was reprocessed six (6) times prior to sampling and was last reprocessed on 13jun2023. It is believed that the sampling was taken after storage. The scope was not used during a procedure during the quarantine period. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device passed visual and functional testing; no problems were found. Prior to the device evaluation, the scope was sent to an independent laboratory for culture testing. The device tested positive for one (1) colony forming unit (cfu) of unspecified gram positive bacteria on the all channel sample, one cfu of micrococcaceae on the distal end. The obtained results are in conformance with the requirements. The customer provided the cleaning, disinfection and sterilization (cds) practices performed onsite at the user facility. Per the customer, there were no deviations/deficiencies concerning reprocessing. Precleaning was performed immediately after the patient procedure. Water was aspirated through the instrument/suction channel with a suction pump. Aspiration was performed with both the first and second position of the suction valve. Air/water and the balloon channels were flushed with water and air using the maj-1444 and maj-629 and the air/water channel was flushed with the water and air by using mh-948. The device passed the leak test. During the manual cleaning the customer was using detergent anios and brushed the instrunment/suction channel, suction cylinder, instrunmnet channel port, balloon channel and the forceps elevator. The forceps elevator was flushed, the distal end was brushed with the channel opening brush and single use soft brush. The customer uses automatic endscope reprocessor (aer) etd4 (endothermo disinfector) along with an olympus detergent and endo hight aa disinfectant. There were no issues reported with the aer. All the channels connected with tubes when the scope was setting up with the aer. The concentration and expiration date of the disinfectant was controlled and the water quality of the rinse water controlled. The device was dried using filtered compressed air. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.